Event description:
Information provided on (B)(6) 2010 states that during initial implanting surgery on (B)(6) 2010, the surgeon removed the lengthener slightly to conduct the osteotomy. During the removal, the cover (key ring) at the distal end of the proximal section of the lengthener became detached and was left in the femur. The key ring was recovered from patient's femur.